Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a power-on self-test. The customer reported problem of "f-49 alarm" was verified in the device's alarm log. The cause of the reported problem was an inoperative main battery. The main battery was replaced to resolve the problem. Method code 3329 was selected as the device alarming failure code 49 is a reflection of the device¿s internal battery testing system. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an f49 alarm code on the flogard infusion pump. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.